Event description:
The recipient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionic considers the investigation into this reportable event closed. The recipient will not pursue revision surgery at this time. The recipient continues to use the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.